Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late and bleeding are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is "had massive internal bleeding", "stressed, pain in breast, lump, rippling, nerves damaged", doctor took out implant and put it back in to fix the bleeding, "concerned about lymphoma", ¿lymph nodes are always swollen and sore under both underarms¿, and "fluid around their breast implant". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported ¿had massive internal bleeding", "stressed, pain in breast, lump, rippling, nerves damaged", doctor took out implant and put it back in to fix the bleeding, "concerned about lymphoma", ¿lymph nodes are always swollen and sore under both underarms¿, and "fluid around their breast implant". The device remains implanted. This record is for the right side.